Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices are not being returned, therefore unavailable for a physical evaluation. As a result, we cannot discern a root cause for the reported failure mode. However, a DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr# 1221934-2018-54381]. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email arthroscopic stabilisation. Posterior stabilisation on a questionable patient, ie one with poor bone quality and history of cysts. Anchors pulled straight out on two occasions, but surgeon was not upset as he felt that could happen. He abandoned the repair and just debrided the labrum instead. Anchors pulled out intact and were disposed of. No delay in surgery. No adverse event to patient. Male patient, (B)(6). Additional information received via email from the affiliate on 3-24-2017: the surgeon only debrided the labrum, realized no point putting more anchors in. He was realistic that bone quality would prevent any other anchors from working.